Event description:
It was reported that the pump experienced a malfunction. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not addressed the elevated bg at the time of report, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.